Event description:
A peritoneal dialysis (pd) contact called in with drain complications. The pt was hospitalized from (B)(6) 2014 due to fluid overload and pneumonia. Medical records have been requested.

Manufacturer narrative:
Based on the info provided, it is unk if the device may have caused or contributed to the reported event. The post market clinical staff is in the process of requesting medical records applicable to the event. A supplemental medwatch report will be submitted when further info is received.